Event description:
A (B)(6) male patient called in to zoll lifecor customer support to report that the electrode belt connector is broken. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. The electrode belt connector locking nut was missing and the connector was broken. The root cause for the missing locking nut and broken connector cannot be positively identified, but were likely a result of excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.